Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of a defect was found at the time of injection, lens would not fit properly into the injector. There was no patient impact. Additional information was requested.

Manufacturer narrative:
Correction information was provided in h.6. FDA product codes (a24) has been updated to (B)(6) eval method codes (b17) has been updated to (b18) the manufacturer internal reference number is: (B)(4).